Manufacturer narrative:
Batch review performed on 27 may 2026: lot. 2425855: (B)(4) items manufactured and released on 11-dec-2024. Expiration date: 2029-nov-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established for the reported tibial tray subsidence. The available clinical information does not indicate trauma or poor bone quality, while x-rays were not available for further assessment. Therefore, there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing-related issue.

Event description:
Revision surgery due to tibial tray subsidence after about 1 year and 2 months from primary. The surgeon revised the cemented s2 tibial tray to a fixed tinbn coated size 2 tibial tray, revised the flex 2r - 11mm insert to a flex 2r - 10mm insert, revised the s3+r cemented femoral component to a s3+r cemented tinbn femoral component, and revised the moto ecross d 29 to a same size patella. The surgery was completed successfully.